Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 46mm diameter and 60mm in length abdominal aortic aneurysm. The proximal neck was 19 mm in diameter and 40 mm in length. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 18 mm in diameter. The right internal iliac artery measured 14 mm in diameter and the left internal iliac artery measured 16 mm in diameter. It was reported at the end of the index procedure, the limb appeared to be compressed. No further intervention was performed. It was reported that the patient visited the facility recently due to symptoms of right limb occlusion. The contralateral limb was occluded about 10cm. The physician treated the patient with another manufacturer¿s stent and it was successfully implanted, and the occlusion resolved. No additional clinical sequelae were reported. The physician commented that the warfarin administration was changed to heparin administration, which might be the cause of the limb occlusion. Right after the index procedure, the CT data showed the limb seemed to be compressed.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: known inherent risk of procedure (stent graft occlusion); (cause of event is unknown).